Manufacturer narrative:
(B)(4) device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary angioplasty procedure stent dislodgement occurred. The 90% stenosed target lesion was located in the non tortuous and moderately calcified right coronary artery (rca). As the 4.0x16mm synergy stent system was advanced the stent was dislodged from the balloon. The physician was able to capture and remove the dislodged stent from the patient with a "catheter hunter". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.